Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2019 for a gi bleed. They received two units of packed red blood cells. The capsule study completed in 2015 was okay. The site will watch patient for now and get CT angio if they rebleed. They are off aggrenox and off asa. No additional information was reported.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported gi bleeding cannot be conclusively determined through this investigation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further information was provided by the account. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.